Manufacturer narrative:
The recall addresses alaris¿ pump modules or pump assemblies with bezels manufactured between april 2011 and june 2017 with the fr-110 plastic. Review of the pump module device serial number provided by the customer showed that this pump module was not manufactured during this time frame. If bezel replacement was performed by the customer, the bezels should be fully inspected and replaced (if required) prior to the device being returned to service. No internal or external inspection could be performed since the source devices were not returned for investigation. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The system was being used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that the pumps failed and they are outside of the recall list. No patient involvement reported. The ¿test¿/¿inspection¿ performed by the customer was the visual by removing the membrane, inspecting behind it and opening the case checking for cracks and fluid invasion. During their test, of the 6 that fell outside of the affected sn¿s, we found 3 that had fluid invasion behind the membrane and 3 that had minor cracks. It is unknown if the cracks were on the outside by the membrane or on the inside on the posts.